Manufacturer narrative:
Concomitant medical products: dtba1q1, ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible premature battery depletion due to high left ventricular (lv) lead outputs. The lead remains in use, and the device was explanted and replaced. No patient complications have been reported as a result of this event.